Event description:
Caller states that the pt tested 2.8 inr on strip lot 183a while testing 5.3 inr on strip lot 359a. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.